Manufacturer narrative:
The reported events of low lead impedance and sensing anomaly were not confirmed. A partial lead was returned in two pieces with connector portion of the lead measuring 14cm and the distal portion measuring 9.8/21.5cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, low lead impedance and poor sensing was noted on the right atrial (ra) lead. The physician attempted to explant the lead through laser extraction and it was unsuccessful, hence the physician decided to cap the lead due to chronic age of the lead. The right atrial (ra) lead was capped and replaced on (B)(6) 2018 during generator change. The patient was stable before, during, and after the procedure.